Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated in the report that during the leak test, the minor leakage was not detected. However, within 24 hours, the patient experienced a drop in oxygen saturation while on the ventilator. Based on the investigation, a ventilation leak from the ett was identified. After reintubation and monitoring of the ett cuff using water, it was found that the ett cuff had been leaking. The event occurred at hospital while in use with patient. There was no patient harm/adverse event reported.

Manufacturer narrative:
No samples were returned, only one video was received. The video depicts a flowline product going through an underwater leak test. Bubbles can be observed as air leaks from the cuff balloon, which can confirm the defect reported. A probable cause could be due to the thickness of the cuff material, which is a parameter that has been evaluated and changed as of september 2025. With changes implemented there is better accuracy on the measurement of the cuff¿s wall thickness, which leads to an improvement in the welding process of cuff. Since the piece reported was manufactured in january 2025, the improvement had not yet been implemented. Although the manufacturing date indicates a reasonable cause for the defect, no definitive cause can be confirmed as no samples were received.